Event description:
Severe pain both knees, severe swelling both knees, knee effusion both knees. Information was received on 04-jun-2007 from a female patient with a medical history of osteoarthritis, previous knee effusion and previous treatment with cortisone injections, who experienced severe pain both knees, severe swelling both knees and knee effusion both knees. The patient began treatment with synvisc in 2007. The patient received two injections of synvisc into both knees on the same day and a week later. She reported that after each of the synvisc injections, she experienced severe pain and swelling in both knees. Her physician drained both knees prior to the second injection. The pain and swelling in her knees continued. At the time of this report, the patient had not yet recovered. Manufacturer's comment: synovial fluid or effusion should be removed before each injection of synvisc. Additional information was received on two months later from physician. The patient has a medical history of moderate, grade iii osteoarthritis with joint narrowing and osteophytes for duration of 15 months, and previous steroid and nsaid therapy. The patient was administered the first injection of the synvisc series on original date. Exudate was not collected prior to the first injection. On the next day, the patient experienced severe knee pain in both knees, severe swelling in both knees, and knee effusion in both knees. On six days later, the second injection of the synvisc series was administered. Prior to the second injection, 12 cc of effusion was collected from the right knee and 20 cc of effusion was collected from the left knee. On the following month, the patient knees were aspirated and she was treated with kenalog. The reporter's causality for the severe knee pain was definite. At the time of this report, the outcome of the patient was unknown. Additional information was received on approx one and a half months later via phone. The patient was treated with an injection of kenalog 10 mg/ml. No further information provided. Kenalog & knee aspirated.